Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -8.0/+2.0/157 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise with the post-op manifest refraction, sph. -0.1 amd cyl. -1.75. The surgeon is planning to perform lasik for additional correction.